Event description:
Same case as MFR report #: 2134265-2012-04649. It was reported that following a stenting treatment procedure, stent thrombosis, hematemesis and patient death occurred. The patient presented with a myocardial infarction. The procedure treated the 95% stenosed target lesion located in the proximal left anterior descending (lad) artery. The lad was a type iii occluded vessel. After pre-dilation, a 3.5x12mm ion stent was deployed at 20 atms and an overlapping 3.5x16mm ion stent was deployed at 14 atms. Post dilation was performed. Both stents were well expanded and well apposed. The patient was on aspirin, plavix and integrillin post the procedure. Several hours later, the patient experienced a hematemisis due to an esophagitis / gi bleed, an esophagogastroduodenoscopy was performed and integrillin was stopped. The patient developed chest pain and was brought back to the cath lab where stent thrombosis was confirmed. A thrombectomy and angioplasty were performed but the blood flow in the vessel did not improve. The patient went into pulseless electrical activity and CPR was started but the patient never recovered. The cause of death was reported as stent thrombosis.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).